Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer experienced an elevated blood glucose (bg) of 520 mg/dl, with moderate ketones. Customer required assistance to address bg level with giving a manual injection and correction bolus via the pump due to feeling disoriented. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.